Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer loaded a new cartridge with 290 units and received an inaccurate fill estimate. There was no impact to the customer's blood glucose level. The customer delivered a 10 unit food bolus and received a fill estimate of 210 units.